Event description:
A report was received that a patient's precision system was explanted due to an infection at the ipg site. The patient's symptoms were redness, tenderness and fever. The patient was given oral antibiotics. The physician is unsure if the infection was caused by the device or procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50 serial# (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.